Event description:
The customer contacted stryker to report that their device would not recognize the defibrillation pads during a resuscitation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.

Manufacturer narrative:
Section h11 additional mfg narrative of the initial medwatch report indicates: stryker evaluated the device and replaced the therapy connector to resolve the issue. The customer was also advised to change the therapy cable. After completed other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. Section h11 additional mfg narrative of the initial medwatch report should indicate: stryker evaluated the device and the reported issue was able to be verified and was able to be duplicated. It was determined that the cause of the issue was faulty therapy head. The therapy head was replaced to solve the issue. The customer was also informed to change the therapy cable as precaution. After completed other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Manufacturer narrative:
Stryker evaluated the device and replaced the therapy connector to resolve the issue. The customer was also advised to change the therapy cable. After completed other unrelated repairs, proper device operation was observed through functional and performance testing and the device was returned to the customer for use. Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. The customer informed stryker that no further patient information is available. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted stryker to report that their device would not recognize the defibrillation pads during a resuscitation. In this state the device may not be able to deliver defibrillation therapy if needed. This issue is patient related; however, there was no adverse event reported.